Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information prior to the required reporting date. This report does not reflect a conclusion by depuy synthes joint reconstruction, or its employees that the report constitutes an admission that the product, depuy synthes joint reconstruction, or its employees caused or contributed to the potential event described in this report. H10 additional narrative:  corrected: h6 product complaint # ==> (B)(4) investigation summary ==> the complaint states: ¿the event happened during prof choon bilateral tkr case in umsc. The cement was lumpy, hardened and not in powdery form. After the solvent was mixed in, the mixture was not viscous as usual and couldn't be applied on the implant.¿ the hospital did not return a sample of the lot number for testing. Retained samples were retrieved and tested to tm-t150. Tm-t150 cement results: mean dough time: 44 sec mean setting time: 09 min 52 sec the powder appeared loose, with no lumps or signs of agglomeration. The cement mixed and behaved as expected; all results are within specification. See attachment ¿pc-000672593 retest results.pdf¿. The reported failure was not repeated in the testing of the retained samples of these batches. The cement mixed and behaved as expected for the product type. The complaint description cannot be confirmed from the results of this testing. Root cause cannot be determined from the results of this testing. Dva-107020-fde rev 9 was reviewed, and this failure mode is included on lines 59 to 63. In each case, the risk is considered ¿as low as possible¿ and cannot be further mitigated. See attachment ¿(B)(4) extract from dva-107020-fde.pdf¿. The mixing and use of bone cement can be significantly affected by exposure to high or low temperatures up to 24 hours before use. The optimum temperature for bone cement is 23 degrees celsius as per the IFU. Conclusion and further action: a root cause cannot be determined as the complaint problem has not been possible to replicate with the testing of the retained samples. However, the conditioning and storage of the product, or the operating theatre temperature could have potentially aided the unusual behaviour mentioned. No information received with this individual complaint indicated that a broader investigation or corrective action was necessary the number of complaints received for this failure mode will continue to be monitored and product updates/ recommendations will be implemented at the post market surveillance review dependent upon occurrence ratings. Depuy synthes considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation may be re-opened as required. Device history lot ==> device history reviewed: 2 unrelated non-conformances on this lot number. Final micro and sterility tests passed. 4050 units released. Lot expiry date: 30-jun-20 if information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
Product complaint #: (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
The event happened during prof (B)(6) bilateral tkr case in (B)(6). The cement was lumpy, hardened and not in powdery form. After the solvent was mixed in, the mixture was not viscous as usual and couldn't be applied on the implant.